Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead delivered inappropriate anti-tachycardia pacing (atp) for an atrial driven arrhythmia. It was noted that the atp converted the rhythm. Additionally, intermittent ra oversensing was noted. Technical services (ts) discussed the events with the health care professional (hcp). This ICD and ra lead remain in service. No adverse patient effects were reported.